Event description:
After 2 months of implantation this lead was explanted because of a reported loss of capture. It was reported that the lead became dislodged and was replaced with a screw-in type of lead.